Event description:
It was reported that a dash 3000 electrical power cord was burned and damaged. There was no death or serious injury associated with this event and no patient impact. There was no smoke or fire reported with this issue. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.